Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, size - midsized.

Manufacturer narrative:
This follow-up MDR is created to for the additional event information received and the conclusion of this investigation. The device is not available for return to coloplast. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of mis-sized, quality accepts the physician's observations of such as the reason for surgical intervention. Because identification numbers were not provided, quality was unable to trace device lot history of the device, complaint history, non-conformance, and capas for this lot number. However, all devices sold and labeled by this corporation must pass manufacturing, quality, and sterility procedures prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
Additional information received indicated the device was too short. The event was observed between (B)(6) 2018.